Event description:
The customer reported to baxter (B)(4) of a dehp free solution set that had a male luer that was difficult to disconnect from the female luer of the catheter that was in the patient. The nurse reported that she had to use a hook (iron clam) to disconnect it, or disconnect the catheter and the set. The luer lock system broke while attempting to disconnect the male luer. There was no patient injury involved. No additional information is available. .

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.